Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the dianeal therapy was ongoing until the time of death. No additional information was available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.